Event description:
I had a device the doctor said is called the cougar cage for back problems, it is 2 carbon fiber rods inserted thru the flank area of the left side as well as the back, it requires removing 5 lumbar discs, this makes it impossible to bend and the 11th rib is removed, making it easy to bruise your left kidney as well. Dr. Theodor choma performed the surgery. I only had one disc bad and this seemed so extreme and was not told before surgery anything except this was simple. Please stop the use of this device and the flank cutting for simple back surgery. Thank you (B)(6). These devices are being used by dr (B)(6) and should be stopped at once.